Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('broken device') and device dislocation ('migration') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), migraine ("migraine"), headache ("headaches"), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune"), hypersensitivity ("hypersensitivity") and anaemia ("anemia"). The patient was treated with surgery (esssure removal). Essure was removed. At the time of the report, the device breakage, device dislocation, migraine, headache, pelvic pain, genital haemorrhage, autoimmune disorder, hypersensitivity and anaemia outcome was unknown. The reporter considered anaemia, autoimmune disorder, device breakage, device dislocation, genital haemorrhage, headache, hypersensitivity, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('broken device') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), migraine ("migraine"), headache ("headaches"), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune"), hypersensitivity ("hypersensitivity") and anaemia ("anemia"). The patient was treated with surgery (esssure removal and laparoscopic total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, device dislocation, migraine, headache, pelvic pain, genital haemorrhage, autoimmune disorder, hypersensitivity and anaemia outcome was unknown. The reporter considered anaemia, autoimmune disorder, device breakage, device dislocation, genital haemorrhage, headache, hypersensitivity, migraine and pelvic pain to be related to essure. The reporter commented: 4 trailing coils on both sides. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2013: negative.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 15-jun-2021: mr received. Reporters, lab data, rcc, essure insertion and removal dates were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('broken device') and device dislocation ('migration') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), migraine ("migraine"), headache ("headaches"), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune"), hypersensitivity ("hypersensitivity") and anaemia ("anemia"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the device breakage, device dislocation, migraine, headache, pelvic pain, genital haemorrhage, autoimmune disorder, hypersensitivity and anaemia outcome was unknown. The reporter considered anaemia, autoimmune disorder, device breakage, device dislocation, genital haemorrhage, headache, hypersensitivity, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.